Manufacturer narrative:
Findings: pump was received with motor error alarm during rewind test and alarm confirmed in history file due to corroded motor home switch. Unable to perform displacement test due to motor error alarm. Unit had cracked display window corner, scratched lcd window, cracked battery tube threads and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the pump had motor error alarm and motor position encoder error alarm. The blood glucose at the time of the incident was 147 mg/dl. The device was returned for analysis.